Event description:
Complaint description: the doctor was proceeding according to IFU to insert the cvc. However, the syringe and needle were not combined and could not be used. The doctor judged the product to be defective. Since then, other products have been used without any abnormality.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The doctor was proceeding according to IFU to insert the cvc. However, the syringe and needle were not combined and could not be used. The doctor judged the product to be defective. Since then, other products have been used without any abnormality.